Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to the event. The subject device was not returned for evaluation. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 23mm pericardial aortic valve, implanted approximately for four (4) years, was explanted due to aortic stenosis secondary to hardened leaflet. The valve was originally implanted for aortic valve replacement to correct aortic stenosis. After four years post-implant, stenosis was detected and mean pressure gradient was 40mmhg. The valve was explanted and replaced with another 23mm edwards pericardial aortic valve with no adverse patient effects reported as a result of the valve replacement. At explant, the explanted valve seemed not to be so damaged relatively; however, the leaflet was hardened. The patient was reported to be ¿under treatment¿ at ICU.

Manufacturer narrative:
Corrected data: f10,h6. Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: customer complaint of aortic stenosis and hardened leaflet was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact, heavy calcification leaflets 2 and 3, and moderate calcification on leaflet 1. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 on the inflow aspect. Host tissue on the stent circumference was heavy at the inflow aspect and minimal on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring had multiple cuts around the valve. A suture pledget remained on the sewing ring around leaflet 3 on the inflow aspect. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Stenosis/regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. In this case, calcification on all three (3) leaflets and host pannus growth were observed during the product evaluation. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. The root cause for early calcification and pannus growth could not be conclusively determined. However, there are no indications of a manufacturing defect. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.